Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 2.3 inr/1.70 inr caller states the venous specimen was drawn from the patient's hand. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.